Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had air bubble on the reservoir. Customer stated that the air bubble were not the size of soda pop or champagne. Customer stated that there were no leaks found at the p cap connection, tubing and reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.